Manufacturer narrative:
Continuation of d10: product ID 8780 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000 mcg/ml at a dose rate of 266 mcg via an implantable pump. It was reported that the patient had their previous pump (serial number ngv523805h) for the last 7 years and was well adjusted in their daily baclofen dose. The pump was replaced due to elective replacement indicator (eri) on 2023-dec-08. The patient however complained about their spasticity getting worse in the week after the replacement surgery. Regarding factors that may have led or contributed to the issue, it was noted that during the replacement on (B)(6) 2023, it was kind of difficult to remove the catheter from the old pump due to some tissue in the connector. The surgeon had used some force to get it loose. The physician administered contrast medium through the catheter access port (cap) of the pump on 2023-dec-14 to see if there was any leakage. However, they were not able to draw a conclusion from this as they did not see where the contrast medium went on the x-ray. The physician was not able to aspirate the catheter through the cap but the contrast medium went in nicely. Ultimately, the physician decided to replace the catheter on 2023-dec-21. When he opened the site of the pump there was 30 to 50 ml of liquid in there. He checked the reservoir of the pump and there was as much as expected. It was indicated that probably the liquid was the patient¿s liquor (cerebrospinal fluid). However, the patient did not experience headaches. When checking the catheter, they noticed that the distal part was not fixated in the connector even though it was closed. It was noted that the catheter was loose at the connector and liquor was leaking from it. On 2023-dec-21 the catheter was partially explanted. The proximal portion of the catheter was removed and replaced. After replacing the proximal part of the catheter, and connecting both parts, they were able to aspirate the catheter. The explanted portion of catheter was to be returned to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of 2023-dec-22. The pump remained implanted and in-service. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
H3: the returned partial catheter consisted of the sutureless connector, proximal catheter segment, and pin connector. The device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. As received, analysis noted a deformation in shape of the catheter body, the collet was detached from the distal end, and the pin connector had explant damage. Analysis noted that the distal catheter segment was not attached/inserted fully/properly to stay attached to the pin connector when distal collet was locked into place. Analysis also identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Analysis noted a retaining ring finger had visible damage. No tissue was found to be present in the cup of the sutureless connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0211915701 implanted: (B)(6) 2017, explanted: (B)(6) 2023, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, lot #: 0211915701, ubd: 2018-08-23, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter lot number and implant date were provided. The catheter was to be returned to the manufacturer.